Event description:
It was reported that a patient presented to clinic for device upgrade. Device interrogation revealed oversensing noise resulting in inappropriate automatic mode switch episodes on the atrial lead. On (B)(6) 2021, the physician elected to cap and replace the atrial lead. The patient condition was stable.